Event description:
It is reported that the patient may be experiencing a possible allergic reaction to the knee components.

Manufacturer narrative:
This report will be amended when our investigation is complete.